Manufacturer narrative:
E1: facility name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported while using the light source, the endoscope image in the octagonal shape sometimes blacked out. The phenomenon reoccurred when the light source cable was shaken during the inspection. The issue was found during set-up and inspection for use. There was no patient involvement.